Event description:
Via moderate report, the reporter stated that "IV infusing into the extension set to the introducer had become detached at the IV end and patient bled a large amount into the floor. The patient required 5 units of replacement blood and an extra day in ICU. It was not known if this was a product failure or a nursing mistake. During follow up with the risk manager, she stated that it was suspected that the set had not been connected properly.